Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. At the conclusion of support, a thrombus was identified on the device's pigtail and the patient's leg was ischemic. Intervention via endovascular thrombectomy using a fogarty catheter was required to resolve the issue.